Event description:
Family member of home patient (hp) reports leak in supply line tubing of homechoice set due to pet cat biting tubing. Family member reports hp ended treatment and did a manual exchange. Family member reports no pt injury or medical intervention required as a result of incident.